Event description:
Per the clinic, the patient experienced poor performance with device, resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with another device.